Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Correction: d9, e4, information was inadvertently omitted from previous reports. Summary of event: as reported, while a flexor raabe guiding sheath was in place in a patient, the hemostatic valve leaked. Additional information was received 18oct2021. The device leaked from the sidearm after insertion into the femoral artery via micropuncture access. The sheath began to leak after dilator was removed from the sheath. The sheath was in place for approximately one minute. Lidocaine and heparin were used during the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures was conducted during the investigation. A visual inspection of the returned device was also conducted. The device was returned to cook in a used condition. During tabletop testing and while flushing the sheath, it was discovered that the device was leaking from the check-flo valve. Cook reviewed the device history record (DHR). The DHR for the reported lot found 1 relevant non-conformance for failed leak test in 2 devices, both of which were scrapped. A database search for complaints on the reported lot found no additional complaints reported from the field. Although these non-conformances are relevant to the reported failure mode, all non-conforming product was scrapped, and there are 100% inspections to capture this non-conformance. As adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that non-conforming product exists in house or in field. Cook completed a review of the product device master record (dmr). Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: instructions for use ¿using the side-arm of the valve, flush the sheath by filling the sheath assembly completely with heparinized saline.¿ how supplied ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ cook has concluded a component failure contributed to this failure mode. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 18oct2021. The device leaked from the sidearm after insertion into the femoral artery via micropuncture access. The sheath began to leak after dilator was removed from the sheath. The sheath was in place for approximately one minute. Lidocaine and heparin were used during the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Device return: unknown if complaint device will be returned for physical investigation. Information has been requested. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, while a flexor raabe guiding sheath was in place in a patient, the hemostatic valve leaked. Additional patient outcome and event information has been requested.